Event description:
It was reported that two days post implant, the ventricular lead impedance increased from 534 ohms to 1800 ohms and the pacing threshold from 1.4 v to 2.5 v. The pacing output was reprogrammed successfully but two days later, the patient suffered pain. Echocardiography revealed pericardial effusion. The patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.